Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a corroded motor home switch. The functional testing could not be completed due to the constant alarms. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error. It was also reported that the insulin pump has cracks around the display window, many scratches and the display is worn. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.